Manufacturer narrative:
Additional contact information: (B)(6) infusion center (B)(6).

Event description:
Information was received indicating that a pump exhibited a no disposable, clamp tubing alarm when a smiths medical, cadd medication cassette was attached. Per reporter the cassette has green stop flow. Per reporter residual volume was: 20.7, rate was 2.3 and 84.35 was given. No adverse patient effects were reported. Per reporter, no additional information is available at this time.